Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. The device was removed with counter-traction and an assertive pull. The operator inadvertently forgot to utilize the access ports to assist in the removal of the device as indicated in the star close se instructions for use. The clip deployed in the intended site and achieved hemostasis. There were no reported adverse pt effects. No additional information was provided.

Event description:
It was reported that a physician trained in the use of the perclose a-t and proglide devices attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed and a second perclose a-t device and a proglide device were attempted, but both devices also resulted in a needle-to-cuff misses. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was returned fully clip deployed without the clip. All internal and external components were undamaged and in their appropriate positions for a fully clip-deployed device. There was no detected device anomaly that may have caused or contributed to the difficulty encountered during device removal. Based on the investigation findings, the device performed according to the specifications. A root cause related to the device for the difficulty encountered during removal could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.